Event description:
Upon removing the guide catheter, the stent was not visualized. After reviewing the fluoroscopy image, the stent had actually been withdrawn into the guiding cahteter and then discarded.